Event description:
Report 2 of 2: it was reported while using bd bactec¿ plus aerobic/f culture vials (plastic) there was an incomplete recovery of organisms in one bottle as the patient had multiple organisms isolated from different culture sets. The patient was treated for e.coli. Patient impact unknown at this time.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for eval? Yes. D10: returned to manufacturer on 29-aug-25. Device return to manuf.? Yes. Device eval by manufacturer? Yes. Investigation summary: catalog: 442023. Batch no. 5064068. Customer reported no growth while using bactec product. Bd was unable to reproduce customer¿s experience with the bactec product. Satisfactory results were obtained from retention samples when tested for microbial instrument detection. Also, gram stain was performed with satisfactory results. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Batch history records review did not identify any evidence for which the customer submitted the complaint. Microbial detection testing of the returned sample yielded satisfactory results. Complaint is unconfirmed based on retention/returned samples and batch record review results. Quality control certificates list test organism, including atcc¿ culture specified in the clsi standard m22, quality control for commercially prepared microbiological culture media for expected atcc performance. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k222591. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported while using bd bactec¿ plus aerobic/f culture vials (plastic) there was an incomplete recovery of organisms in one bottle as the patient had multiple organisms isolated from different culture sets. The patient was treated for e. Coli. Patient impact unknown at this time.